Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of a setscrew anomaly was verified in the laboratory. The set screw cavity was found filled with septum material, preventing proper insertion of the torque driver. No noise was observed during device analysis with the new setscrews attached. Review of the stored egms showed noise on the ventricular channel consistent with that generated by lead damage or r lead to ICD connection issue.

Event description:
The patient presented to the clinic with 5 non-sustained vf episodes, which looked like noise. Physician elected to cap the lead. Fluoroscopy during lead replaced revealed pronounced angle at lead tip. While assessing the new lead in existing device's header, setscrew was noted to be stripped. Hence, the device was replaced.